Event description:
On (B)(6) 2009, a customer contacted haemonetics to return an orthopat machine which was no longer being used. No injury or reaction noted.

Manufacturer narrative:
On (B)(6) 2009, a customer contacted haemonetics to return an orthopat machine which was no longer being used. No injury or reaction noted. Upon initial test, the machine error was "check disk/retainer ring placement." The machine was caked internally with saline. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). Haemonetics (B)(4).